Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 38 x 2.50 promus premier¿ drug eluting stent was introduced into the non-bsc introducer sheath however, the stent strut dislodged at the proximal end. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was damaged and was not dislodged as was previously reported.